Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the ¿up¿, ¿down¿ and contrast buttons were responding intermittently and the button were either sticking or required several presses to elicit a respond. Patient reported that the button issue started about a month ago and had worsened since. Patient stated that the remaining buttons were responding properly, there was no visible damage to the keypad cover and the pump was not exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.